Manufacturer narrative:
Other applicable component: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain, and radiculopathy. It was reported that the recharger was not working and recharger shows charge the recharger icon screen even when recharger is plugged into the wall. The patient indicated the recharger has been plugged into the wall for days but the recharger will not recharge. The patient reported their ins is now dead and they are in excruciating pain. The patient confirmed the desktop charger green light comes on when plugged into the wall and indicated the connector pin wiggles when plugged into the recharger. No further complications reported and/or anticipated at this time.